Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided; only still photos were provided depicting the stent within the right renal artery. The films were reviewed and it appears that the tip of the sheath was covering the proximal balloon taper upon deployment. This would cause the balloon/stent to jump forward out of the sheath tip during deployment. This could be caused by a combination of the biliary system marker band placement being located slightly further into the balloon length than other competitors products and also the use of an introducer sheath with a soft tip. The sheath may have a soft tip, 2-3mm in length, distal of the identifying marker band which may cover the proximal balloon taper. That in combination with the markers being located 1-2mm further into the balloon relative to other competitor's stents can lead to inadvertently covering the proximal taper if the distal edge of the sheath is positioned too closely to the stent during deployment. When considering the information provided and the results of the investigation, it feasible to suggest that this incident appears to be the result of a procedurally related event, rather than the fault of the device in question. The senior global product manager of vascular implantables has contacted the physician and informed him of the importance that the balloon is to be fully exposed from the sheath prior to deployment. This item is inspected prior to transport; ensuring the balloon properly inflates to the specified parameters rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks and other surface imperfections, along with verifying the stent has been properly placed on the balloon.

Event description:
The physician is using the product for renal stenosis and is aware it is an off-label use. In 2007, angiogram showed patient with 97% stenosis approximately 5mm distal to the osteum in the right renal artery. The physician plastyed the lesion prior to deploying the stent. He chose an 8 x 20 balloon expandable stent. The device went through the lesion very easily. When the physician slowly inflated the balloon, the distal end inflated first and as the balloon filled proximally, the stent shot off the balloon distally about 4-5mm resulting in poor placement and an undesirable result.